Event description:
Device 2 of 2. Reference manufacturer report: 1627487-2010-02324. The patient received his scs system, which included one surgical lead and an ipg, on (B)(6) 2009. The ipg and lead were explanted on (B)(6) 2010 and not replaced as the patient tested positive for (B)(6). The explanted product was not returned to the manufacturer for evaluation. No further information is available.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.